Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on competitor meter. As a result, customer experienced loss of consciousness, tiredness, sweating and was unable to self-treat, requiring third-party treatment of sugary drinks and food for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into pcba test fixture and performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. However, poise voltage test failed. An extended investigation has been performed on the returned sensor and observed returned sensor was damaged due to de-casing. Attempted to extract data from returned sensor but the sensor did not read. The returned sensor was de-cased and performed a visual inspection on the returned sensor¿s pcba (printed circuit board assembly); damage was observed on the antenna due to de-casing. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. The antenna didn¿t communicate due to the damage. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan results when compared to unspecified readings obtained on competitor meter. As a result, customer experienced loss of consciousness, tiredness, sweating and was unable to self-treat, requiring third-party treatment of sugary drinks and food for treatment. There was no report of death or permanent injury associated with this event.